Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg (blood glucose) levels were not confirmed. User made bolus requests while still having insulin on board (iob). Basal rate was slightly raised throughout the months. Complaint could not be confirmed. Making bolus requests and still having insulin on board could lead to a low bg event. Basal rate may need to be adjusted. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high and low blood glucose (bg) levels (below 54-380 mg/dl) and the cause was not known. Insulin injections/corrective boluses were used to address the high bg and glucose tablets were consumed to address the low bg. The customer declined tandem technical support's (cts) offer to troubleshoot. Cts advised the customer to discuss the event with a healthcare provider.